Event description:
On (B)(6) 2014, the patient reported that she thinks the bolus advice provided by her blood glucose monitor is inaccurate. No adverse event was reported. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product was returned.